Event description:
The device was returned for service. During testing, failure code 570:320:717:0000 was found in the device's event history. There was no patient involvement when the condition was discovered.